Manufacturer narrative:
(B) (4) the catheter shaft separating.

Event description:
During the deployment of the stent at the aneurysm neck, the physician noted that approximately 5cm form the microdelivery catheter hub, the outer part of the shaft had separated revealing the inner tubing. The stent was deployed without any reported consequence to the pt.